Manufacturer narrative:
(B)(4) date sent 6/24/2024 d4 batch # unk b3: only event year known: 2024 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Did the leak alter the procedure in any way? What is meant by revision? Did the patient have to undergo another procedure? Did the patient have to stay in the hospital longer? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon surgery when they fired the device the back of the staple line did not staple correctly, and they found that they were leaking. When checked, the proximal donut was broken. The surgeon then used a 33 manual circular to fix the anastomosis and when checking there were no longer any leaks. The surgery was delayed 30 minutes. , the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. Additional information was requested, and the following was obtained: 1. What was the appearance of the deployed staples (b-shaped, malformed, goal post/straight legs)? I don't know. 2. Were staples missing from the staple line? The posterior face was formed outside of the tissue. 3. Did the leak alter the procedure in any way? Yes, they had to use another device to solve it later. 4. What is meant by review? Keep an eye on the patient for the next 7 days. 5. Did the patient have to undergo another procedure? No. 6. Did the patient have to stay in the hospital longer? No.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. D4: batch #625c16. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. Only the casing half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 625c16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.